Manufacturer narrative:
D4 primary unique device identifier (UDI) number - a UDI is not available for this device because it is a custom device, which is exempt from UDI labeling requirements under 21 cfr 801.30 h6 component code - there is no code for the reported part. Retractor blade h3 other - evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that a procedure was performed on (B)(6) 2026. After placement of an interbody cage at l4/l5, the tlif retractor was removed leaving only the c3427-60 blade attached to the modular pedicle screw in l5. A modular screw with a c3427-40 telescoping blade was placed into the pedicle at s1 to continue the procedure of cage placement at the adjacent level. During the attachment of the retractor to the c3427-60 and c3427-40 blades, the c3427-60 dislodged from the pedicle screw at l5. The surgeon attempted to re-attach the c3427-60 to the pedicle screw in-vivo but was not successful. This resulted in the decision to remove the screw from the l5 pedicle and re-insert with the blade attached. There was approximately a 20-minute delay to the procedure due to the removal of the screw from l5 until its re-insertion.

Event description:
It was reported that a procedure was performed on (B)(6) 2026. After placement of an interbody cage at l4/l5, the tlif retractor was removed leaving only the c3427-60 blade attached to the modular pedicle screw in l5. A modular screw with a c3427-40 telescoping blade was placed into the pedicle at s1 to continue the procedure of cage placement at the adjacent level. During the attachment of the retractor to the c3427-60 and c3427-40 blades, the c3427-60 dislodged from the pedicle screw at l5. The surgeon attempted to re-attach the c3427-60 to the pedicle screw in-vivo but was not successful. This resulted in the decision to remove the screw from the l5 pedicle and re-insert with the blade attached. There was approximately a 20-minute delay to the procedure due to the removal of the screw from l5 until its re-insertion.

Manufacturer narrative:
The surgery was able to be continued and completed using the ex planted screw and c3427-60 blade. For this reason, the devices here cannot alone account for the delay in the procedure caused by the medical intervention performed. An accurate explanation of the circumstances involved that prevented blade attachment in-vivo cannot be determined. Perhaps the technique utilized to re-attached was improper thus leading the user to ex plant the screw and begin again. No corrective actions are being recommended since the part functions per the design intent. No device malfunction or nonconformance identified.